Manufacturer narrative:
Na

Event description:
It was reported by the rn that the ventilator may have been set improperly by the rt for transport which caused the patient to "code" while on the ventilator. The rt stated the pip was reading low and that the rt had to set the pressure control to 40 to get a pip of 30. The rt commented on low chest rise. When the flight nurse checked the vte and found it to be reading 80, the rt stated that the ventilator needed to be calibrated. The rn stated that the childs vte should have been around 30. The patient was removed from the ventilator and needed to be manually ventilated for the duration of the transport. The transport was completed without further incident.